Event description:
It was reported that the patient had presented with increased spasticity with onset on (B)(6). It was stated that there was little effect on the patient. It was reportedly related to the investigational drug and the outcome was ¿not recovered¿ as of (B)(6). The dosage had been increased at the time of report, but the spasticity increased. It was stated that catheter contrast radiography would be performed on (B)(6). It was also noted that a pump operability test, rotor test, and catheter x-ray study had already been performed. There were no abnormalities in the study of the catheter tip and pump. The device was delivering gabalon. Eight days later, it was reported that during the contrast study and CT examination, it was seen that the catheter tip had migrated into the dura. The onset of the event was noted as (B)(6) and the outcome was ¿not recovered¿. Additionally, there was increased spasticity, related to the catheter, with an onset date of (B)(6). It was reported that the catheter would be replaced on the following day. It was noted that there were no problems in the procedure, during the surgery, and cerebrospinal fluid outflow was confirmed. However, it was noted that the catheter tip had been placed at ¿th 8¿ during the surgery, which reportedly could have been a possible cause of the migration, as larger scale of patient motion could occur near that area. On the following day, it was reported that the surgery had been performed, though it was noted that the catheter tip was not in the subarachnoid as expected, but the drug was leaking from the dura. When the operation was performed, there were no problems with the procedure and csf drainage was confirmed. As of (B)(6), the patient had recovered from the migration and was still recovering from the increased spasticity. It was stated that drug effects had been observed up to two weeks after the implantation. However, after that, the effects gradually wore off and the drug became ineffective even at higher doses. At that time, the patient¿s condition reverted to its original state.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was further reported that the physician has since shared that "there are no particular problems with the patient's condition" and no further information as provided. Another physician also suspected the procedure used during the surgery. As reported, there ¿were delicate problems among the medical staff in the facility¿ and no further investigation could be performed. Please note that the serial number has been updated. Should additional information be received a supplemental report will be filed.